Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an aortic valve replacement, the surgeon used the tri-staple. After removing the stapler handpiece from the chest, the surgeon noted a piece of plastic inside the chest cavity. User removed the plastic piece and notified the surgical team. The surgeon stated that user did not see any other objects in the chest cavity. The surgery was completed as scheduled. A post-operative x-ray was taken in the heart center. The radiologist stated that sternal wiring and a linear clip were in place, with no other foreign objects identified.